Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose level. The customer states their sensor was not producing accurate readings and calibration errors. The customer's blood glucose level was 44mg/dl, and their sensor reading was 110mg/dl. Troubleshoot was conducted. The customer is being sent out replacement sensors, and was advised to keep troubled sensors next time, so they can be returned for analysis.